Event description:
It was reported that the device was found unable to generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure and the root cause identified as a defective pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range. (B)(4).